Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with a dislodged right ventricular lead. During the revision procedure, the stylet could not be inserted into the lead. The lead was explanted and replaced successfully.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.